Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The patient was sitting and eating dinner at time of shock. The sensing vector was set to the alternate vector. The clinic had the patient do isometrics while testing the system. The noise could not be reproduced. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.